Event description:
Per information provided: (B)(6) 2003- patient was diagnosed with massive incisional hernia, thereby underwent open repair with implant of bard flat mesh (device 1 and 2). Per op notes, ¿a large portion of hernia sac was identified in the abdominal region which was completely excised. A two 10 x 14 bard flat mesh (device 1 and 2) was placed in the defect region and sutured¿. (B)(6) 2004- patient was diagnosed with left ventral hernia, thereby underwent open repair with implant of bard composix kugel hernia patch (device 3) and partial explant of bard mesh (device 1 and 2). Per op notes, ¿facial defect identified in the left abdominal region and was dissected. Small bowel found adhesed to the bard flat mesh (device 1 and 2) was resected. A bard composix kugel hernia patch (device 3) was placed in the abdominal region and sutured¿. (B)(6) 2006- patient was diagnosed with massive ventral hernia, thereby underwent open repair with implant of composix mesh (device 4). Per op notes, ¿a large epigastric hernia was identified. Adhesiolysis was performed. A synthetic mesh was then placed in the defect and sutured. Due to suture break the synthetic mesh was removed and a composix mesh (device 4) was placed and sutured¿. (B)(6) 2006- patient underwent explantation of bard flat mesh (devices 1 and 2), bard composix kugel hernia patch (device 3), and composix mesh (device 4).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device 2). Additional supplemental emdr's were submitted to represent the bard flat mesh (device1) and composix kugel hernia patch (device 3). Additional MDR was submitted to represent the composix mesh (device 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.